Event description:
It was reported that a patient had an infection. Additional information was not provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the catalog and lot numbers were not provided. A shipping history search for fmc cassettes delivered to the patient could not be performed as a patient account number was not identified. As such, device history and manufacturing reviews could not be conducted. Due to the limited information available, an investigation could not be performed. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there was no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there was no allegation that a fresenius product malfunction or deficiency was related to the reported infection.

Event description:
It was reported that a patient had an infection. Additional information was not provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient had an infection. Additional information was not provided.